Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Date of event is unknown. Additional information will be provided if available. In addition, the following reportable malfunctions were identified during the device evaluation: acoustic lens is peeled. A root cause for the reported events could not be identified. Based on the results of the investigation, the most likely causes were not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ultrasound gastrovideoscope had a crack in the coating of the ultrasound probe. The event was found during maintenance. There were no reports of patient involvement.